Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the guidewire was kinked and was broken during the procedure when the device was introduced to the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device was examined and the finding was that a 1mm proximal portion of the tip was visible and the rest of the distal part of the tip was missing. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05-aug-2016 and additional information received on 11-aug-2016. It was reported that tip damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified distal circumflex artery. While a 2.50x38mm synergy drug eluting stent delivery system was advanced over a wire, the distal part of the tip got kinked and was broken. This occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed that approximately 1mm portion of the distal tip was missing.